Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced bilateral rupture and left sided breast lesion post procedure. As a result, bilateral capsulectomy, explant, and biopsy of the left sided lesion was performed. The nature of lesion has not been made available to mentor. If pathology results are obtained, then a supplemental report will be submitted. See 1645337-2021-01152 for contralateral prosthesis report.